Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing/short of breath. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed dust/dirt contamination on top and bottom enclosures, ui sd cover flip door, control dial, keypad, pca, panel, rear panel, blower, blower box, blower outlet seal, p4 power connector. Missing accessory module flip door. Unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. A contaminate consistent with keratin was observed on the blower box. The manufacturer was unable to directly address the symptoms outlined in complaint. They did observe dust/dirt contamination in the airpath, likely from a source external to the device and also observed no evidence of degraded sound abatement foam. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of serious patient harm or injury. The device has been returned to the manufacturer, but the evaluation has not been completed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.